Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 400 mg/dl and the current blood glucose level was 438 mg/dl and the blood glucose level when admitted was 638 mg/dl. Customer;s blood glucose values ranges from 24 mg/dl to 638 mg/dl. Customer was using manual injection at the time of call. Customer stated that insulin pump did not alert her of her getting any insulin. Customer was treated with insulin drip at the hospital. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.